Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I went in for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), panic attack ("panic attack"), headache ("head has not stopped pounding"), dizziness ("dizzy"), nausea ("nausea"), palpitations ("palpitations") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, anxiety, panic attack, headache, dizziness, nausea, palpitations and pelvic pain outcome was unknown. The reporter considered anxiety, dizziness, headache, medical device removal, nausea, palpitations, panic attack and pelvic pain to be related to essure. Concerning the injury reported in this case, the following one/ones were described in social media medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 2, 3 processed together. Social media content received : reporter added. Events added- anxiety, panic attack. On 23-mar-2020: fu 2, 3 processed together. Social media content received : reporter added. Events added-headache, dizziness. On 23-mar-2020: sm received : events added- nausea, palpitations, pelvic pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I went in for surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injury reported in this case, the following one/ones were described in social media medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.